Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the patient received burns to back after use of heating pad.

Manufacturer narrative:
The device was not returned for evaluation the user facility stated that the t-pump was left running with a pad on the patient continuously for an unknown period of time. The severity of the alleged burn or the patient's condition prior to treatment was not known. The user facility was advised that the patient's skin should be checked for adverse conditions every 30 minutes as indicated in the operators manual.

Event description:
It was alleged that the patient received burns to back after use of heating pad.

Manufacturer narrative:
The device was not returned for evaluation the user facility stated that the t-pump was left running with a pad on the patient continuously for an unknown period of time. The severity of the alleged burn or the patient's condition prior to treatment was not known. The user facility was advised that the patient's skin should be checked for adverse conditions every 30 minutes as indicated in the operators manual.

Event description:
It was alleged that the patient received burns to back after use of heating pad.

Manufacturer narrative:
A review of the information for this alleged event identified that unless there was a specific product malfunction, the burn was likely misidentified. For a burn to occur, the product would need to be at least 44° c. Without a failure of the backup and primary thermostats, the highest temperature the t-pump can reach is 42° c. As such, it is likely that the injury was misidentified by the customer. This injury was most likely a soft-tissue injury. This can be attributed to mechanical forces (such as pressure or sheer) created by the mull-t-pad.

Event description:
It was alleged that the patient received burns to back after use of heating pad.